Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received excessive no delivery alarms. The customer also reported that there was a bulge where the insulin is sitting under the skin, and she was wondering if it will deliver or just stay under the skin. Customer's blood glucose level at the time 185 mg/dl. Troubleshooting occurred. No additional information is provided.